Event description:
Biotronik was informed that the pt experienced noise on the associated lead, which resulted in inappropriate shocks. As the pt was very concerned with receiving inappropriate shocks, the pt elected to have their device programmed off and this system is no longer active. Should add'l info become available, this event will be updated.